Event description:
It was reported that the intraocular lens (iol) was removed and replaced in the right eye during the same procedure. It was stated that the implant procedure was not a regular implant, requiring two incisions and a ''glued'' iol. It was stated that there was an incision enlargement on one of the incisions and no vitrectomy was performed. Clarification indicated that the surgeon implements the use of surgical glue during cases where iol decentration is apparent. In this case it was stated that the lens was implanted, and the surgeon centered the iol into position with surgical glue, noticed detached haptics and the lens was then removed and replaced in the same procedure on (B)(6) 2013. No patient injury and no patient complications were reported. Further, it was reported that the event was a use error. No additional information was provided.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) was returned to our quality assurance laboratory. A visual inspection revealed that the lens iol was cut with one (1) broken haptic, a distorted haptic, and appeared to have evidence of viscoelastic. All pertinent information available to abbott medical optics has been submitted.